Event description:
It was reported that a large volume infusor would not flow. The expected therapy time was 24 hours; however, after 24 hours no solution was infused to the patient. The device was brought to room temperature prior to use, both lumens flushed, the device flow was confirmed by observing 2 drops of fluid from the end of the device, the luer of the device was taped to the patient¿s skin, the device was not in contact with a cooling source, no crystals/particulates observed, and during infusion the device was carried below the venous access. The device was filled with 4000mg of ceftriaxone (aft) diluted in 0.9% sodium chloride for a total volume of 240ml infused via a peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was received for evaluation containing 180ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. The device underwent a functional flow rate test, and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.